Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an power loss alarm during normal use. Blood glucose level at the time of the incident was unknown. Troubleshooting was performed. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unable to confirm power loss and low battery and perform functional test due to blank display. Unit received with corroded battery tube and corroded battery tube spring. Unit also received with minor scratched lcd window, cracked keypad at select button, cracked battery tube threads and cracked retainer.